Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the mylux application exhibited connection issues with the insertable cardiac monitor (icm). Monitoring was disabled due to the device battery reaching end of service. The issue remains unresolved, and the next step is referral to the clinic for further evaluation and support. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the mylux application exhibited connection issues with the insertable cardiac monitor (icm). Monitoring was disabled due to the device battery reaching end of service. The issue remains unresolved, and the next step is referral to the clinic for further evaluation and support. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
The initial emdr was submitted incorrectly, as product confirmation was not completed within the primary complaint record. To address this issue and ensure accurate product identification and regulatory reporting, a supplemental report was generated to properly correct and align the emdr and, if applicable, the associated malfunction report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the mylux application exhibited connection issues with the insertable cardiac monitor (icm). Monitoring was disabled due to the device battery reaching end of service. The issue remains unresolved, and the next step is referral to the clinic for further evaluation and support. No adverse patient effects were reported. This product remains in service.